Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Trisomy21 patient bilaterally implanted with vibrant soundbridge since 2012. Patient cannot give any feedback. His mother noticed that something is wrong with his hearing and went to the hearing aid acoustician. The user was not able to hear on the concerned side when the device was stimulated directly with maximum loudness levels. There was no report of any accident or trauma to the implant site.

Manufacturer narrative:
Device damage was found during device investigation. However, an exact root cause of the damage cannot be determined due to the status of the received device. Based on the information received the device was explanted because of a suspected device malfunction indicated by in-situ testing. The recipient was re-implanted with bone conduction device, due to anatomical conditions. This is a final report.

Event description:
The recipients mother noticed that something was wrong with the hearing perception of the recipient with the device. No trauma or accident has been reported. The recipient was reimplanted with a bci (bone conduction implant) reportedly due to anatomical conditions.